Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient with an indication for PICC arrow 4.0 fr catheter placement for potassium administration experienced difficulty during catheter passage. Adhesions were observed on the proximal part of the catheter, preventing advancement through the dilator for insertion. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a patient with an indication for PICC arrow 4.0 fr catheter placement for potassium administration experienced difficulty during catheter passage. Adhesions were observed on the proximal part of the catheter, preventing advancement through the dilator for insertion. The patient had no harm or injury.